Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting tones and displayed an elective replacement indicator (eri). There is a concern that the battery depleted earlier than expected. Boston scientific received subsequent information that the device was explanted and replaced with a non-guidant ICD.